Manufacturer narrative:
Corrected data: h6. Reference CAPA: 20-00141.

Manufacturer narrative:
Additional manufacturer narrative: regurgitation/insufficiency, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation. The reported event cannot be confirmed since the device is not available for evaluation. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. In addition, the patient's other underlying risk factors, which included his younger age at implant, likely contributed to this event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was learned that a patient with a bioprosthetic valve, implanted for approximately 12 years and five (5) months, underwent a valve-in-valve procedure due to tricuspid insufficiency. An edwards transcatheter valve was successfully implanted. Tee revealed no evidence of perivalvular leak or stenosis. He tolerated the procedure without complications. The patient was transferred back to the cticu in satisfactory condition. He was discharged home in stable condition on pod #1.